Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the loading unit had a full staple complement. The clamping mechanism was deformed. It was reported that the jaws would not close. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur through manipulation of tissue using the anvil side of the loading unit, or clamping over excessive thickness. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: select a loading unit with the appropriate staple size for the tissue thickness. Overly thick or thin tissue may result in unacceptable staple formation. Always include the combined thickness of the tissue and of any staple line reinforcement material in use when choosing the proper staple cartridge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic appendectomy, on the resection of the appendix, after loading the reload with the open stapler, the instrument was closed and the jaws of the reload did not close correctly. A new set of handles and reload were opened and the same problem occurred. Another handle and reload was used to resolve the issue. There was no patient injury. Not patient owned product ¿ no need for patient consent. Medtronic's initial evaluation of the incident device found that the clamping mechanism was deformed.

Event description:
According to the reporter, during a laparoscopic appendectomy, on the resection of the appendix, after loading the reload with the open stapler, the instrument was closed and the jaws of the reload did not close correctly. A new set of handle and reload were opened and the same problem occurred. Another handle and reload was used to resolve the issue. There was no patient injury. Pli 10-40 not patient owned product ¿ no need for patient consent.

Manufacturer narrative:
D10 concomitant products: 030449 - 030449 endo giaii uni ins, lot# p3c0357 030425 - 030425 endo giaii 45 2.5mm dlu x6, lot# unknown 030449 - 030449 endo giaii uni ins, lot# p3c0357 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.